Manufacturer narrative:
The insulin pump received with blank display due to interface board broken solder joint. The pump also had a broken interface board during visual inspection on the electronic assembly. Analysis was unable to verify full black screen display due to blank display. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched l window, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer states the screen is completely black and won't work. The pump was not exposed to extreme temperature or direct sunlight. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.